Event description:
Depuy acromed received a complaint concerning a moss miami polyaxial screw. Examination of the returned product revealed that the screw was in good condition with no significant damage. The screw contained score marks on the head that most likely occurred during removal. According to the complainant, the screw pulled out of the pedicle about 1-2 weeks postoperatively. The screw was explanted. There were no other adverse consequences to the pt. The complainant suggested that the cause of the event was due to poor bone density or the positioning of the screw. A complaint history analysis was performed and there have been no other complaints reported for this type of event. A dimensional analysis was performed and the screw conformed to specifications. A definitive cause of the event could not be determined. It is likely that the screw pulled out of the pedicle due to the initial positioning of the screw during implantation. If the polyaxial screw is not aligned correctly with the pedicle, stresses on the construct can cause the screw to tear through the pedicle. The returned screw conformed to specifications. No further action can be taken at this time.